Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient arrived at the hospital because, he received shocks. The shocks did not stop the arrhythmia. The physician suspected the arrhythmia was supraventricular. An induction test was performed and was effective.